Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of clamp failure was confirmed; however, the precise root cause was not identified. The product returned for evaluation was one 6fr d/l powerpicc catheter. Light usage residues were observed throughout the sample. Both clamps were engaged. The clamp on the red-luered extension tube appeared unremarkable. The clamp on the purple-luered lumen exhibited deformation in the vicinity of the u-shaped bend. Microscopic inspection of the purple-luered clamp confirmed deformation consistent with compression damage within the region of the u-shaped bend. Discoloration and material buckling were observed. No obvious mechanical damage was observed. The deformation caused a gap between the to clamping surfaces. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion and aspiration with no observed leaks. The red-luered clamp functioned as intended. Both infusion and aspiration were possible through the purple-luered lumen with the clamp engaged. The clamp failed to function as intended due to the observed deformation; however, the precise cause of that deformation was not identified. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include device manipulation prior to or during device use. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that despite of clamp locked, blood is regurged. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refr2339 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that despite of clamp locked, blood is regurged. No other information was provided.